Event description:
Reference number (B)(4). Event occurred in the united states. On 27/jul/2024, the patient reported that infusion set cannula was kinked within 3 hours of insertion. The infusion set was inserted at thigh. The infusion set used for 12 hours. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.